Event description:
It was reported that the patient presented for remote via merlin.net. A review of the transmission revealed over-sensed noise exhibited by the right ventricular lead which resulted in episodes of noise reversion and pacing inhibition. No interventions were reported. The patient was stable.

Event description:
New information received notes over-sensed noise persist. Programming interventions were made. The patient was stable.

Manufacturer narrative:
Additional information: b5 and h6.